Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital complaining of dizziness and bradycardia. A review of the electrocardiogram shows possible loss of capture (loc). The patient was hospitalized for further assessment. Attempts to obtain further information was unsuccessful.